Manufacturer narrative:
The reported issue was confirmed. Sample was evaluated and observed water leaking from the funnel. Sample was examined and observed tear at inflation funnel. Tear was examined under microscope and noted to be long and rough. The tear looks like it was caused from outside. Unable to determine how and when problem occurred. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: (contraindications), method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. (Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon).

Event description:
It was reported that the catheter fell out of the patient on the day of use.